Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while implanted in a patient an impella pc generated suction alarms, flattened motor current, and "impella in ventricle" alarm. The impella was repositioned and the ¿impella in ventricle¿ alarm resolved, but the suction alarm remained. As time passed, the suction alarm was cleared. Patient care was delayed in addressing the alarms. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of positioning issues has been completed. The data stick was received for investigation. Positioning issues: the clinical details state that the ao waveform appeared ventricular and that it was less than 30, with pulsatile motor current. There was no placement signal low alarm and then "suction" and "impella position in ventricle" alarm. The impella was repositioned and the ao waveform became arterial and the left ventricle (lv) waveform was then showing but there was no numerical reading. The "impella position in ventricle" alarm resolved but there was still a suction alarm and no numerical values despite normal flows and motor current in the 900's. As time passed, the lv was not dashed out and the suction was cleared. Due to lack of clinical details, the root cause of the positioning issues of the pump being too deep in the ventricle cannot be determined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Due to lack of clinical details, the root cause of the positioning issues of the pump being too deep in the ventricle cannot be determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H4: corrected manufacture date. H6: added sensing code 1559.

Event description:
The customer reported that the device exhibited an optical signal issue.